Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer did not know which lot produced the erroneous results. Reference medwatch report with patient identifier (B)(6) for the other suspect device. An empty vial was returned. Empty vial returned.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: lo (less than 0.6 mmol/l), 8.3 mmol/l , and hi (greater than 33.3 mmol/l). No actions taken based on device results. No adverse event reported. Requested return of suspect device.